Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a system message displayed prior to a cataract extraction procedure. The cassette would not connect and the footswitch did not respond to any commands. The system was rebooted three times, but the issue remained. The surgeon elected to perform an extracapsular cataract extraction with lens implant because the pt had received anesthesia. There was no harm or injury to the pt. Additional info received from the customer indicated the event was caused by an electrical network problem at the hosp and not due to the equipment.